Manufacturer narrative:
(B)(4). Manufacturer date: november 2016. If further information becomes available a follow up medwatch will be submitted. Device not received.

Event description:
The surgeon was not able to hold the blade because the locking retractor handle stuck while tightening the handle. The surgeon held the blade by hand and set the retractor. Due to this event the surgery was prolonged about 10 minutes. Procedure completed as planned, no injury, no medical intervention required, no user harm. Additional information received 23jul2019, the customer reported, the patient information is unknown. The surgery, despite the blockage of the device, was completed successfully with any consequence for the patient. The surgeon held the blade by hand and set the retractor. Instrument has been removed and replaced. The procedure was an acdf, anterior cervical discectomy and fusion.

Event description:
The surgeon was not able to hold the blade because the locking retractor handle stuck while tightening the handle. The surgeon held the blade by hand and set the retractor. Due to this event the surgery was prolonged about 10 minutes. Procedure completed as planned, no injury, no medical intervention required, no user harm. Additional information received (B)(6)2019, the customer reported, the patient information is unknown. The surgery, despite the blockage of the device, was completed successfully with any consequence for the patient. The surgeon held the blade by hand and set the retractor. Instrument has been removed and replaced. The procedure was an acdf, anterior cervical discectomy and fusion.

Manufacturer narrative:
1062349: h10: one (1) t-1295 s-l side load locking retractor handle-al was returned for evaluation as the complaint sample. The sample sent in was sent in as a whole part with no missing or extra parts noted. Etchings on the sample were noted to be clear and legible: the lot code on the sample was displayed as k16 (november 2016); sample has possibly been in use for about 2.5 years prior to complaint. Upon initial visual inspections, the sample displayed signs of usage, wear, scuff marks, and scratches on the surfaces. The wear marks were superficial and did not affect the functionality, sample appeared to be used and displayed discoloration at the handle end. Most of the wear noted was around the working end: the threaded tip of the shaft and the head blade holder piece. Further inspections displayed the head blade holder piece (t-0095/100) was returned as screwed onto the threads of the shaft (31-300-1015) 3/4th of the way down and was not able to be screwed on further completely to sit flush on the shaft. It was noted to screw off easily and completely of the threads. For verifications, the blade holder piece and the threaded end of the shaft were separated and inspected separately; the blade holder piece displayed clean outside surfaces, with some signs of usage and cleaning related wear and discoloration. The inside surfaces and the interior threads displayed occlusions and some thread stripping damages. Further visual inspections at 3 times magnification were performed on the working end of the shaft sample. The shaft¿s threads displayed discoloration, marring, damages and deformed threads, which were possibly caused during usage or due to cross threading. The first and second threads of the shaft were noted be damaged and/or ground off; it was clear that some of the material was missing. Furthermore, in the blade holder piece, burrs were noted to occlude the inner grooves of the middle threads and light damage was noted to the thread peaks. The noted burrs/occlusions were scraped out with a pick to confirm they were metal pieces and/or debris most likely from the male shaft threads grinding (cross threading) and breaking off into the female threads of the holder piece. For further testing sample threads were cleaned, lubricated and verified with an in-house muscle blade sample. Due to the permanent damage on the threads the sample could not function normally and did not secure the blade in place. The threading action was noted to be interrupted and would jam/seize up ¾ of the way down. Based on the gathered information, failure mode was verified that the threads of the shaft broke and the blade holder piece was confirmed to be occluded in the grooves of the threads preventing further travel of screwing in motion. The failure caused the sample to be nonfunctional and could not mate with a sample muscle blade, sample may not be able to be repaired for further use. The most likely cause of complaint failure could be due to excessive forces, or the misalignment of threading due to cross-threading, or due to lack of lubrication during threading or any combination of the listed factors could have caused the failure. Due to nature of the metal-on-metal contact with these products, it is recommended for user to lubricate parts so that the threads may screw in smoothly; if at any time during the screwing in motion, any rough, restricted and or grinding motion is felt (indicative of cross threading) at the first moment, user must stop screwing in, back out the screw, re-adjust/realign screw and attempt to re-screw in again until smooth screwing in motion is felt. Conclusion(s): probable root cause was determined to be excessive forces. Other possible causes of failure may be due to cross threading by customer, improper use and/or a lack of or no lubrication on the threads. Any further complaints are continuously tracked and trended by quality. Due to nature of the metal-on-metal contact with these products, it is recommended for user to lubricate parts so that the threads may screw in smoothly; if at any time during the screwing in motion, any rough, restricted and or grinding motion is felt (indicative of cross threading) at the first moment, user must stop screwing in, back out the screw, re-adjust/realign screw and attempt to re-screw in again until smooth screwing in motion is felt. It should be noted that per IFU 36-3430 maintenance section, the instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device. H3 other text : h10 below